Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the returned oxygen blending module board. Component only evaluated.

Event description:
A ventilator's oxygen blending module board was returned to the manufacturer's quality assurance laboratory for evaluation. During the evaluation of the oxygen blending module board, the root cause was found to be an oxygen sensor (u19) being out of tolerance.